Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call having trouble with sensor calibration, is experiencing high and low blood glucose levels. The customer¿s blood glucose level was up to 400mg/dl at the time of incident had a blood glucose level of 25mg/dl at the time of event. These are different occasions, notes do mention the date of the events. The customer states 911 was called for both occupations. Notes do not mention if customer wanted to trouble shoot for event. The customer blood glucose at the time of call is 172mg/dl.